Manufacturer narrative:
This report is being supplemented to provide additional information based on results of additional customer test results, the customer provided cleaning disinfection and sanitization (cds) practices, and the legal manufacturer's final investigation. The customer had their device retested and the results were negative. There were no reports of patient infection. Additional details were received regarding the cleaning disinfection and sterilization practices (cds) of the user where: precleaning: - suction of water through the instrument/suction channel. - flushing channels (air/water channel and the auxiliary flushing channel) - the detergent used for pre-cleaning is sekusept aktiv 1% manual cleaning: - the detergent used for manual cleaning is sekusept aktiv 2% - the brushed points were the instrument/ suction channel, suction cylinder, instrument channel port - the brush used is a microtech 2 end brush - manual disinfection is not carried out disinfection: - a sekuspt aktiv machine is used with endo dis, endo act, and endo det. Storage: - the device is stored hanging vertically in a drying cabinet a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event was not confirmed as the device was not microbiologically tested as it was not returned to olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for 36 colony forming units (cfus) of aerobic-mesophilic germs. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.